Manufacturer narrative:
Per internal review on 13-sep-2024, it was identified that the d section information identified the incorrect complaint device. The event should not have been reported on the optrell. Since it was qdot micro¿ catheter packaging that contained the incorrect device, the d section information has been updated to reflect the qdot micro¿ catheter. The qdot micro¿ catheter has been identified as the complaint owner for this event and the d section information has been updated as a result. Note: the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 1-nov-2024, the photo investigation was completed based on the received picture. It was reported that a patient underwent an idvt (idiopathic deep vein thrombosis) ablation procedure that the medical team intended to do with a qdot micro catheter. However, when the medical team opened a qdot box they discovered an optrell mapping catheter with trueref technology inside. The medical team confirmed that the box was sealed. The device was not used in this procedure or in any one as the team had removed the optrell from its sterile packaging. No further details were provided regarding the completion of the procedure. No patient consequences were reported. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a qdot box can be observed, but the pouch indicates that the device belongs to an optrell catheter. Due this condition a manufacturing investigation was performed. The manufacturing team concludes that the mixture of the optrell 36 catheter on the qdot catheter box found is not manufacturing related. Along the investigation was found a difference of almost nine months between the manufacturing date of the optrell 36 device and the manufacturing date of the qdot box. The lot of the optrell 36 catheters and the lot of the qdot catheters were not in hold at the same time. Also, the lots of both devices were manufactured in compliance with the johnson & johnson procedures. A manufacturing record evaluation was performed for the finished device number lot 31135356m and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic deep vein thrombosis) ablation procedure that the medical team intended to do with a qdot micro catheter. However, when the medical team opened a qdot box they discovered an optrell mapping catheter with trueref technology inside. The medical team confirmed that the box was sealed. The device was not used in this procedure or in any one as the team had removed the optrell from its sterile packaging. No further details were provided regarding the completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number : (B)(4).